Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number - e2014015. Product code - otn. Total number of events summarized = 400. 324 --aris. 11 - omnisure. 58 - supris. 7 - minitape - attachment: [otn-asr_june-july.2016..zip].

Event description:
As reported to coloplast though no verified, patient's legal representative stated mesh erosion and vaginal pain.